Manufacturer narrative:
(B)(4)

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient receiving fentanyl 1000 mcg/ml at 375 mcg per day and clonidine 410 mcg/ml at 153 mcg per day via an implanted infusion system for non-malignant pain and degenerative disc disease. It was reported the patient transferred to a healthcare provider (hcp) for pain pump refills because of the proximity to their home. Upon their first visit, the hcp interrogated the pump and noticed a stalled pump warning on the 8840 physician programmer on (B)(6) 2016 per the logs when read on (B)(6) 2016. The patient didn't know the pump had stopped and thought he had the flu. He experienced flu like symptoms, nausea, vomiting and body aches. The patient had first started to experience the flu like symptoms "around" the time of the stall. The event date was listed as approximate and was noted as (B)(6) 2016. The patient was referred to their hcp that implanted the pump for replacement. The replacement was scheduled for(B)(6) 2016. The cause of the stall had not been determined and remained unknown. No telemetry was available yet as of (B)(6) 2016. The patient was to be seen in the clinic on (B)(6) 2016 at which time telemetry would be performed and pump logs were to be obtained. The issue was not considered to be resolved at the time of report. The patient's status at the time of report was listed as "alive - no injury". Should additional information be received, a follow-up report will be submitted.

Manufacturer narrative:
Analysis of the pump revealed gear train anomalies. Corrosion and/or wear and/or lubrication was found as well as a stall due to shaft-bearing. (B)(4).